Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve resection, while assembling the stapler, a powered stapler with an adapter was unable to fire, and the surgeon was unable to press the green button. They changed the device to complete the case. There was no patient injury.